Manufacturer narrative:
(B)(4). Batch # r5838r. Device evaluation: the analysis found that one long60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy, after firing the long60a with a blue reload, and checking for staple line integrity, after 4 times firing plastic to plastic, the doctor wanted to load a new blue reload, so he closed the jaws, and extracted the device through the trocar. When trying to open the jaws to load the new reload he noticed that the device could not longer be opened. He tried to action the reverse button without success. He used a new long60a and the procedure was completed successfully, without patient impact.